Event description:
During the device evaluation, it was revealed that there was a foggy image on the videoscope caused by a dirty objective lens. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection based on the investigation, the foggy image was caused by a dirty objective lens. The complaint is traced to component failure¿specifically, inadequate performance of an electrical or electronic component. This represents an expected or random component failure with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.